Event description:
The customer reported a blank screen when the olympus gastrointestinal videoscope was connected to the processor during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.